Manufacturer narrative:
Other 510k number is k943604. Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the healing screw did not seat with the implant body (1989). The doctor was able to place another implant in the same surgery.

Manufacturer narrative:
One ha-coated spline®implant was returned for inspection with corresponding healing screw. A visual inspection revealed minimum wear about the threads, collar, and internal threads of the implant. The healing screw is noted to be damaged at the threads. The drive feature of the healing screw is worn from use. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental spline® twist¿ implants 8962 rev 2-06/16 information identified: healing site preparation for threaded spline implants ¿ part no. 1979-1996, and 2130-2135. Seat the healing screw onto the implant body and tighten with the 0.035" hex drive seating tool. After tightening is completed, withdraw the hex drive seating tool from the oral cavity and remove the rubber boot. The rubber boot is a disposable product. The parts were functionally tested, and it was confirmed that the implant and healing screw would not seat with one another. The devices were then individually tested. The implant was found to assemble as normal with a mating house healing screw. However, the reported healing screw was noted to not assemble with a house implant in a manner similar to the reported implant. It can be seen in a comparison of the healing screw threads and the engineering drawing ed5114 rev j that the engaging threads are damaged and compressed inward. This is believed to be the contributed factor for the technical deficiency detected. A root cause for the complaint could not be determined. The following sections have been updated: (B)(6). The following section has been corrected: a4: patient's weight.

Event description:
No further event information available at the time of this report.